Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.